Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient generated a false positive result with the axsym total b-hcg assay. Both green (heparin) and red top tubes were drawn from the patient, with testing performed on the green top tube. A result of 50.95 miu/ml was reported from the lab and questioned by the patient's physician. The red top tube sample was then tested and generated a result of 0.0 miu/ml. The physician had the patient redrawn with both a green and red top tube and testing of both tubes generated a result of 0.0 miu/ml. The abbott customer technical advocate reviewed the analyzer's message history log and noted several level sense errors that included probe obstructions. There is no impact to patient management reported.